Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made and resolved the issue. Patient condition is good.